Event description:
It was reported that following implant, loss of capture and high impedance was observed on the right ventricular lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.